Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging black marks. The reporter alleged the meter remote had black mark on the top right hand side of the screen and the results could not clearly be seen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.